Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had constant urination, leakage, and had to rush to the bathroom. Stimulation was on at the time of the report and the patient felt stimulation ¿a little bit¿ at 3.2v, started to feel stimulation at 3.5v, and set stimulation at 3.6v as it was a ¿gentle stimulation¿. The patient wore pull-ups in the house and a lot of times they didn¿t; the patient did not need to get up at night to urinate when they were sleeping, they just go in the morning. The patient was redirected to follow-up with their healthcare provider (hcp) if their symptoms continue and for potential programming adjustments; it was noted the patient had an appointment scheduled with their hcp on tuesday. No further complications were reported/anticipated.

Manufacturer narrative:
Event date is approximate . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had to urinate every time they sit down and get up. Drink anything cold resulted in immediate urination. The gradual return of symptoms started six to eight months prior to call. There were no falls or trauma associated with the issues. It was reported the patient had a loss of therapeutic effect. Something was ¿wacky¿ and the device needed to be re-adjusted or re-orientated. The patient had to urinate every time they stood up. Additional information received from the patient reported that they had to urinate every time they got out from the chair. Patient stated no stimulation was felt and the therapy was not on. The therapy was turned back on and the patient indicated that the stimulation was too strong. The patient decreased stimulation to 1.4 volts and felt comfortable stimulation. The patient called back and stated that the stimulation was still uncomfortable. It was reviewed with the patient and they decreased stimulation back down to 1.1 volt and they indicated that stimulation felt much comfortable. Additional information was received from the patient about the same concerns about urination when getting up from sitting in a chair. The patient reported that he has to urinate soon after drinking something cold. The patient also reported that his healthcare professional (hcp) felt that the number of times the patient is urinating throughout the day is normal. Patient reported that they think they are getting at least 50% therapeutic effect. The patient asked for assistance using the patient programmer (pp) to check his device to make sure it was working. The patient confirmed that he sees the stimulation on icon. The patient reported that he was currently not feeling stimulation. Patient was instructed how to increase the amplitude on the pp and confirmed he was able to increase and was now feeling stimulation again. Additional information was received from the patient stating that they were implanted for the bladder and the therapy was not working for their bladder incontinence like it used to work. The patient stated that as soon as they got up from a chair they had to urinate and it became urgent. The patient stated they drinka lot of fluids because they do not want to be dehydrated. The patient stated they had many adjustments but it did not hold the adjustment. The patient wanted to know if medtronic had any research whether patients could use the implant with a combination of a pill to stop incontinence. The patient was willing to try a pill. The patient was redirected to their healthcare provider, and noted they had an appointment on (B)(6) 2017. The patient stated the last time they saw their healthcare provider their aaa batteries did not work. No further complications were reported.